Event description:
An eleven year old girl applied one dressing to her leg covering a cut from shaving. By the time school was out that same day, she was complaining that it was "burning". The dressing was removed taking some skin with it. The area under and out around the dressing was red, inflamed, blistered - including where the pad had been. The next evening, 22 june, the reaction was covering the child's chest and abdomen. The girl was taken to the emergency room where she was given oral doses of cortisone (dose not known), 3 hours apart. No effect. They gave her prednisone (40mg) which seemed to help. Left the emergency room with orders to take another dose (40mg) of prednisone on the next day (23rd), but the reaction had gotten worse by the 23rd and was now on her face and legs. The girl was taken to the family physician on the 23rd who gave 80mg prednisone for 3 days, 40mn for 3 days, 20mn for 3 days. This seems to be helping. The mother stated that the reaction seems to clear up in one area and then break out in another - "it's very strange," she says. June 24 - the reaction seemed to be getting better.

Manufacturer narrative:
The packaging for the assortment box states: caution: the packaging of this product contains natural rubber latex which may cause allergic reactions. The individual bandage wrapper packaging also states caution: the packaging of this product contains natural rubber latex which may cause allergic reactions for those applicable bandages. The specific bandage used is unk. This product contains an assortment of bandages. The bandages contained in the box were produced at two manufacturing locations: (B) (4).